Event description:
It was reported that the patient presented in clinic for generator change out procedure. Upon interrogation prior to procedure, it was found that the right atrial (ra) lead exhibited inappropriate automatic mode switch due to noise over-sensing and exhibited p-wave amplitude variation. The ra lead was capped and replaced on (B)(6) 2022. Patient condition was stable.